Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: DHR, quality notification and maintenance analysis were performed and there was no occurrence potentially related to the occurrence that was observed. Investigation conclusion: the image sent by the customer was verified and it was possible to observe plunger rod broken. Root cause description: the probable cause for the occurrence is related to failure at the syringe assembly station. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was found broken before use. The following information was provided by the initial reporter, translated from portuguese to english: "a significant quantity of syringes were presenting break of plunger, even inside sealed package so as during handling."